Event description:
While investigation a (B)(6) male pt's electrode belt for an unrelated issue, a reportable problem was discovered. The pt's electrode belt fired a monophasic pulse during electrode belt testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt fired a monophasic pulse instead of a biphasic pulse. The cause for the failure was isolated to a lifted fgel pad on the distribution node pca board. The root cause for the lifted fgel pad could not be positively identified. No adverse event resulted from the lifted fgel pad. The pt was issued a replacement electrode belt.